Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had bleeding and a major infection. Blood cultures were taken on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 that were positive for streptococcus mutans gcp. The patient was started on gentamicin and penicillin on (B)(6) 2018. A transesophageal echocardiography was performed on (B)(6) 2018 that was negative for vegetations on the patient's ICD leads. An infectious disease (ID) consult stated that it is possible that the streptococcus mutans bacteremia could result from gut relocation due to arteriovenous malformation (avm) bleed with possible lvad seeding given several days of positive cultures. Blood cultures taken on (B)(6) 2018 and after were all negative. ID consult note stated the patient would remain on gentamicin until (B)(6) 2018 and then begin ceftriaxone at discharge with an end date of (B)(6) 2018. On (B)(6) 2018 the patient presented to the emergency department with dark stool, nausea, fatigue, chest discomfort and abdominal pain. The patient lab testing included positive fecal occult blood test, hemoglobin of 12.7 g/dl, hematocrit of 39.1 %, platelet count of 155, partial thromboplastin time of 46.2 seconds and inr of 2.5. Gastroenterology were consulted and they recommended to give the patient intravenous proton pump inhibitor twice a day and to hold warfarin and plan for an esophagogastroduodenoscopy (egd) the following day. Anticoagulation medication at admission included aspirin and warfarin. On (B)(6) 2018, the patient's hemoglobin was stable and there was low likelihood of a gastrointestinal (gi) bleed at the time so an egd was not performed. On (B)(6) 2018 the patient complained of gi discomfort in association with streptococcus mutans. An egd was done on (B)(6) 2018 and found 5 avms which were treated with argon plasma coagulation (apc). A body nodule was biopsied and a pyloric mass which was biopsied had negative pathology results. Because the pathology was non-diagnostic, gi re-scoped the patient (egd/endoscopic ultrasound) on (B)(6) 2018. The findings included a raised/edematous mucosa with overlying erosions from prior biopsy and apc. The findings were suspicious for inflammatory versus prolapse changes. The second pathology results were found benign. On (B)(6) 2018, gi was consulted for the patient's hemoglobin decreasing down to 7.7 g/dl from 10.5 g/dl on (B)(6) 2018. The patient complained of shortness of breath, new nausea and decreased appetite. A respiratory panel revealed positive for rhinovirus-enterovirus. No medications were noted for this. A capsule endoscopy was done on (B)(6) 2018 and found red streaks of heme in the stomach, pre-pyloric and proximal duodenal petechiae were noted with a single diminutive non-bleeding angiectasia noted in the distal ileum. On (B)(6) 2018, the patient's hemoglobin decreased to 6.8 g/dl and that patient was given 1 unit of packed red blood cells and hemoglobin increased to 8.5 g/dl on (B)(6) 2018. A repeat egd and colonoscopy were performed on (B)(6) 2018 and it found hemorrhoids on perianal exam. The colon was normal and no specimens were collected. The patient was discharged home on (B)(6) 2018 with stable vital signs and hemoglobin of 8.7 g/dl. No further information was provided.

Manufacturer narrative:
Section a4: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the report of gastrointestinal bleeding and infection could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remained ongoing on (B)(6) following this event with no further related issues until he was routinely transplanted on (B)(6) 2018. Reference (B)(4) for the evaluation of the returned device. The heartmate 3 lvas IFU lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.